Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling and bench handling without duplicating the report. The device was recertified and returned to the customer. The batery was not returned for evaluation. The customer was instructed to recalibrate the battery and keep up with maintenance practices. Analysis of reports of this type has not identified an increase in trend.